Event description:
Used 20 pen needles and out of the 20, 6 were bad. They won't eject the insulin as if they were plugged. Injects 4 times a day instead of once a day. Never had issues with the et until this batch. This is only his 2nd box of et, however the first box he didn't have any issues.